Event description:
The customer stated that the insulin pump no longer had an audible tone. Troubleshooting was performed, and during the self test the insulin pump failed to sound an audible tone. The customer declined to return the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.